Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. Data was provided for investigation. The allegation was undetermined via data. A sensor failure was not found within the investigation window. However, data found the estimated glucose values crossed the high threshold, and the app delivered high alerts at 0% volume. The probable cause is always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the parent reported that her child experienced dizziness and headaches. Both the dexcom app and omnipod 5 insulin pump displayed error messages indicating a sensor failure. A blood glucose check showed a reading of 400 mg/dl. The child was taken to the hospital, where treatment with IV fluids was administered. The patient stabilized and was discharged home the same day in good condition. Performance data was reviewed. A sensor failure was not found within the investigation window. The allegation was not confirmed. However, no readings/ sensor error/ brief sensor issue under an hour found to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.